Event description:
During an initial implant procedure, an increase in pacing impedance was observed on the right ventricular (rv) lead as the helix kept retracting on its own during placement. Diagnostic imaging was performed and confirmed that the helix was retracted. The rv lead was explanted and replaced to resolve event. The patient was stable.